Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The compression screw of a mayfield skull clamp did not maintain the compression, resulting in the unit loosening during use. Although further info has been requested, none is expected.